Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the mbt size 1.5 tray trial is cracked, both pieces were retrieved from the patient. The mbt rev primary reamer is dull and needs to be replaced per surgeon request. The tc3 broach reamer is dull and worn down, needs to be replaced. The sig hp rev adp rem shaft long is stripped and worn, no pieces broke off during surgery. No surgical delay.